Manufacturer narrative:
A transvenous implantable cardioverter defibrillator (ICD) implant was recommended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted at implant. During induction testing noise markers were observed followed by tachy markers. The amplitude was noted to then decrease and more noise markers were observed. Forty-four seconds after inducing external shocks were delivered along with manual shocks from the device. Cardiopulmonary resuscitation was also performed in-between the shocks. It was reported the patient recovered nicely. Episodes from induction were reviewed. It was noted the patient had high defibrillation thresholds and a simultaneous external and internal shock converted the rhythm. Boston scientific technical services (ts) also discussed the noise appeared to be tetany, or quivering of the muscles, which could have been caused by inducing the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.